Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error alarm. The customer received motion sensor test failure alarm. The customer states the pump was exposed to MRI. The customer's blood glucose level was 70mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump alarmed motion sensor test failure during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, or verify the operating currents, motor error or external flash error alarms due to the motion sensor test failure alarms. No cosmetic damage was noted during physical inspection.